Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead was not able to get connected to the header of the pacemaker. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.

Event description:
It was reported that the patient presented for implant procedure. Prior to the procedure, the pacemaker was contaminated when it was unpacked. The pacemaker was not used and replaced.

Manufacturer narrative:
Device was returned for evaluation due to contamination. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.